Event description:
It was reported to boston scientific corporation that an acquire needle was used during a fine needle biopsy (fnb) procedure on (B)(6) 2025. During the procedure, the product is included in the scope and does not fall out. The procedure was not completed successfully. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d2b: the remaining pro code (product code) is odg; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block h6: imdrf impact code f1001 captures the reportable event of procedure not completed.